Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was confirmed, due to damage on the objective lens, the monitor showed a white screen with no image that never returned to normal. It was also found during the inspection that residual liquid or foreign material was coming out of the channel tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be conclusively specified. However, is likely the device was insufficiently reprocessed. In regards to the loss of image, it is likely this event occurred due to a damaged charged coupled device (ccd) unit but the cause of the damage could not be specified. The event can be detected by following the instructions for use (IFU) which state: chapter 3 "preparation and inspection" in regards to the foreign material, the IFU provides the following warning: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope would occasionally show no image. There were no reports of patient harm.